Event description:
The asymptomatic patient presented via transtelephonic monitoring with her pulse generator in backup vvi. The patient presented to clinic for further testing, and had a presenting rhythm of 67.5 pulses per minute vvi paced. Attempts were made to restore the device, but communication was lost. Due to telemetry corruption, further trouble- shooting could not be performed. The pulse generator was explanted and replaced due to unresolved backup vvi status.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.